Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a journal article that a patient underwent a sling procedure on an unknown date. The post operative complications included operative blood loss,vaginal sling erosion with reoperation for partial removal, pain and urinary retention requiring catheterization. Additional information was requested.